Manufacturer narrative:
(B)(6). One epifuse connector was returned for analysis. When the epifuse connector was opened and water was injected, it was confirmed water leaked from the sleeve of the epifuse connector. As a result of observation, a linear tear was seen on the sleeve surface. It was probable that this event occurred due to liquid leakage due to a tear on the surface of the epifuse connector sleeve. However, the cause and the occurrence timing of the tear could not be identified.

Event description:
Information was received indicating that during the use of a smiths medical portex kit, the customer noticed medical fluid was leaking from the epifuse connector. The product fault occurred while in patient use and there was no patient injury.